Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Additionally, the pump date was incorrect. The pump was reset to address the alarm and the date was corrected. There was no reported impact to the customer's blood glucose level.